Event description:
It was reported to ge that image quality on the ultrasound system was less than adequate for making a correct diagnosis. The hcp opinion was that serious injury may result if used in this condition. No misdiagnosis occurred and no patient was affected.

Manufacturer narrative:
Problem investigation, repair and final resolution are not yet completed.